Event description:
The pt was admitted with acute heart failure. The pt was intubated and thrombolytic therapy was initiated. Echocardiogram demonstrated what appeared to be an immobile leaflet (possibly due to thrombus). The pt was transferred and reoperation was performed. At reop, one of the leaflets of the mitral valve was missing. The valve was explanted and replaced with a cmi valve. It was reported no CPR or other chest trauma had occurred. Per photos received, the leaflet ears remained housed in the orifice and the major radius portion was missing.